Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements with loss of capture (loc). A lead revision was performed. Shock impedance measurements were in range; therefore, the rate sense terminal was capped, and a new rv rate sense lead was successfully placed. This rv lead remains in service. No additional adverse patient effects were reported.